Manufacturer narrative:
The customer contacted siemens healthcare diagnostics, inc. (Siemens). Siemens determined that the cause of the event is due to the customer not following the advia (B)(4) online operator guide v6.01 instructions when performing maintenance on the centering collar by using warm distilled water to loosen the centering collar prior to removing it. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
During the daily maintenance procedure, the customer injured her finger with the autosampler needle when trying to remove the centering collar on the advia 2120 with dual aspirate autosampler instrument. The customer did initiate the procedure in accordance with the rules of procedure of the hospital; however, it is unknown if the customer received first aid or prophylactic treatment. There are no known adverse health consequences due to the customer's finger being stuck by the autosampler needle on the advia 2120 with dual aspirate autosampler instrument.

Manufacturer narrative:
Siemens healthcare diagnostics inc. Filed the initial MDR (2432235-2016-00010) on january 13, 2016. January 19, 2016 - corrected information: the instrument involved in the event was the advia 2120i with dual aspirate autosampler and not the advia 2120 with dual aspirate autosampler. This information was corrected.

Event description:
The instrument involved in the event was the advia 2120i with dual aspirate autosampler, not the advia 2120 with dual aspirate autosampler.